Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope had coating from the distal end peeling off and 2mm of black adhesive material on the end. The event occurred during pre-use inspection for an unspecified diagnostic procedure. The intended procedure was completed. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had coating from the distal end peeling off and 2mm of black adhesive material on the end. There were no reports of patient harm as a result of this event.